Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, severely calcified and severely tortuous lesion in the middle portion of the left anterior descending artery. The 10mm x 3.0mm wolverine coronary cutting balloon ruptured after 20 seconds on the second inflation at twelve atmospheres. The procedure was successfully completed with a different device without further issue or patient injury.